Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted (B)(6) 2014, pj748 lead, implanted (B)(6) 2007 product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a partial, ride-through power on reset (por). The parameters remained unaffected however, histogram data was missing and cardiac compass data was invalid. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.